Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached recommended replacement time and end of service earlier than anticipated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. Hybrid analysis determined that the reported failure was due to a severely depleted battery. The high system current drain was caused by a resistive short in the radio frequency module, adt0 to vss. If information is provided in the future, a supplemental report will be issued.